Event description:
As reported by the edwards field clinical specialist, the patient experienced an ascending aortic dissection after deployment of a 23mm sapien valve via a transaortic approach. Per report, a conduit was attached to the ascending aorta. A 22fr edwards sheath was cut in half so that it would remain in the conduit and not enter the patient's body. The sapien valve was positioned and deployed 50:50 across the native aortic annulus. Post deployment, trace central and mild paravalvular leaks were noted on tee. Upon removal of the delivery system from the conduit, a large dissection was noted in the ascending aorta, spanning from the conduit attachment point down to the sapien valve. The decision was made to convert to open surgery for repair of the aortic dissection. Additional investigation revealed the following: the perceived cause of the aortic dissection was the retrieval of the delivery system through the conduit. Patches of the ascending aorta were severely calcified. The native aortic annulus measured 20mm by tee.

Manufacturer narrative:
The edwards sapien transcatheter heart valve is not indicated for delivery via a transaortic approach; however, cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. However, due to the fact that this is an off-label use of the device, there are no specific instructions for the deployment of the sapien valve via a transaortic approach. Per report, neither echo nor cine imaging from the procedure are available to edwards for review. The medical records related to the event are also unavailable. With the limited information provided, and in the absence of imaging, the root cause of the aortic dissection cannot be assessed. However, per report, it is suspected that the retrieval of the delivery system through the conduit contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.